Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/2 of their automated peritoneal dialysis therapy. Per initial report, the "home pt said they just reconnected (the pt line to their transfer set) and started day drain". Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.